Event description:
The facility reported an infusion pump that was involved in an incident of an infiltration. The infusion was started at approximate rate of 73-76ml/hr and one hour later, an infiltration was discovered. Reportedly, the pump did not alarm when the infiltration occurred. No adverse outcome resulted. Despite baxter's efforts to obtain additional information from reporting facility, details were not available regarding pt's demographics, diagnosis or status, medication involved, pt injury, medical intervention, or set up of the infusion device.